Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the jet tube. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The malfunction occurred due to a failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: h6. This supplemental report is being submitted to provide correction to the initial report. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause could not be established.

Event description:
No additional information received from customer.